Manufacturer narrative:
Our product evaluation lab received one model pe074f5 pacing catheter. The customer report of pacing issue was confirmed. Continuity testing found that a short condition occurred in the catheter body. It was confirmed that the insulation of proximal lead wire was missing from under the proximal electrode to 2.05 cm from catheter tip. Insulation of distal lead wire was partially missing from under the proximal electrode to 1.85 cm from catheter tip. This condition allowed the leadwires to make contact and caused the short condition. After separating both wires, no short condition was observed, and continuous condition was confirmed between distal electrode and distal connector pin and between proximal electrode and proximal connector pin. The balloon inflated clear and concentric and remained inflated for 5min. Without leakage. No visible damage was observed from catheter body, balloon, windings, and returned syringe. An engineering evaluation was performed to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information, the failure mode is associated to a manufacturing defect. A pra for bipolar pacing catheter - short condition was generated to cover short conditions for the bipolar pacing catheters for products nonconformance with moderate, major, or critical severity. A corrective action is not required at this time. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Corrections to the h6 codes type of investigations, investigation findings, and investigation conclusions were made.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that it was unable to pace during use. Pacing was attempted after catheter insertion, but it did not work. The issue was resolved by replacing the catheter. Information including kind of surgery/examination the catheter was used for and if the patient had cardiac conduction defect was unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.